Event description:
It was reported that the saw began leaking an oil substance during cleanup after an orthodontic procedure was completed. No leaking occurred while the device was being used. There was no pt involvement and no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but based on the quality assurance investigation details the reported condition of the device leaking during usage could not be duplicated. There was no evidences of any oil or black substance leaking. Service did a clean, lube, and adjust to the device, and it was returned to the customer.